Event description:
Caller reported experiencing a cartridge alarm 20, which had occurred previously with the same pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support advised the customer to switch to manual insulin delivery to prevent interruptions and sent a replacement pump with updated software. The customer was instructed to return the problematic pump using a prepaid label and follow specific guidelines for using the new pump effectively.kj